Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas regarding an unrelated issue, and while troubleshooting, stated that their blood glucose (bg) levels have been erratic and as low as 40 mg/dl. Troubleshooting of the event was unable to be completed to rule out a possible pump malfunction related to the event. The reporter stated that they treat low blood sugars with carbohydrate intake. The reporter indicated that the patient was to continue on insulin pump therapy. This complaint is being reported because the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.